Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.